Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. No visible blood was observed inside the polarx balloons. The device was leak tested and passed all inner and outer balloon leak tests. The polarx was then dissected to investigate the blood detection wires for any damage or defects that would have resulted in the errors observed in the field. During balloon dissection an outer balloon blood detect wire split was found. This wire split could lead to the wires contacting each other which would result in a false blood detection error.

Event description:
It was reported that a polarxfit catheter was selected for use. An error message, blood in the catheter occurred. It is unknown if blood was visible. The catheter was replaced. The procedure was completed. There are no known patient complications. The device is expected to return for analysis.

Event description:
It was reported that a polarxfit catheter was selected for use. An error message, blood in the catheter occurred. It is unknown if blood was visible. The catheter was replaced. The procedure was completed. There are no known patient complications. The device is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.